Event description:
It was reported that the device was explanted after an implant duration of approximately 115.40 months. On 08/26/2010 (through follow-up with the health-care provider), it was learned that the device was explanted due to mitral regurgitation. Per the operative report of (B)(6)2010, the patient "...did quite well for several years. Had developed recurrent regurgitation and severe pulmonary hypertension...there was a physio ring in place and the repair looked very good. There was prolapse of a new area at the posteromedial portion of the anterior leaflet near the commisure. There were no other major areas of prolapse or significant scarring and the ring was well encased in scar tissue."

Manufacturer narrative:
Device not returned. This event was learned through implant patient registry. Through follow-up with the health-care provider (via fax), additional information and a copy of the operative report was received. The device history record (DHR) review has been completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.